Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed a premature recommended replacement time (rrt) alert was triggered on (B)(6) 2016 without corresponding battery depletion. The trend data showed a gradual rise of battery impedance. (B)(4).

Event description:
It was reported that the device had premature battery depletion; end of service (eos) was indicated. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the implantable cardiac monitor (icm) was unable to send nightly audits due to recommended replacement time (rrt). Patient was referred to their clinic for an update. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.